Event description:
It was reported the pt has suffered from a headache since the implant date. The physician suspected a dural puncture and performed a blood patch. The pt reported the headache was resolved and she experiences effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.